Event description:
The distributor contacted animas on (B)(6) 2012, alleging the audio bolus button fell off of the pump. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. No further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because of the alleged audio bolus button malfunction.

Manufacturer narrative:
Follow-up # 1 date of submission 01/28/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the audio bolus button cover was missing. During testing, the audio bolus button contact was functional when pressed.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.